Manufacturer narrative:
The insulin pump powered up properly after battery installation and had operating currents within specification. However, the insulin pump was received with a corroded battery tube. The insulin pump was monitored and no blank display was noted. The insulin pump was received with a broken reservoir tube lip, broken battery tube threads, a cracked case at the display window corners, and minor scratches on the display window.

Event description:
The customer's mother reported via phone call that the insulin pump had a blank display. The insulin pump had a crack along the end. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.